Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were on 600 mg/dl and 224 mg/dl. The customer had been using the insulin pump system within 48 hours of the event. The customer experienced nausea and vomiting. The customer treated with manual shots. The customer did not allege the insulin pump for under delivery. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump was not on auto mode at the time of the incident. The insulin pump passed the high pressure test and displacement test. The insulin pump will not be returned for analysis.